Manufacturer narrative:
The investigation determined that during a correlation testing event, higher and lower than expected vitros ipth results were obtained from twenty four patient samples processed on a vitros system when compared to a non-vitros method (roche cobas) to which the vitros ipth should have a 1:1 correlation. Ortho has identified a 40% positive bias comparing vitros ipth to alternative commercially available methods. The origin of the overall positive bias is currently not known. The investigation is ongoing. The FDA (B)(4) office was notified of this issue on 13 october 2016. Refer to report number 3007111389-10/13/2016-001-c. (B)(4).

Event description:
Higher and lower than expected vitros ipth results were obtained from twenty four (24) patient samples when compared to a non-vitros method (roche cobas) to which the vitros ipth assay should have a 1:1 correlation. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros ipth results were obtained during a correlation test event and were not reported from the laboratory. There were no allegations of patient harm as a result of this event. This report is number three of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).